Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they did not wipe the nozzle with clean lint-free cloths, and they did flush the nozzle with detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of a poor air/water supply was confirmed. The following additional findings were also noted: assorted scratches and cracks, discolored areas/components, loss of water tightness due to deformation of up/down knob, and water removal ability not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that, during an unknown diagnostic procedure, it was noted that their evis lucera gastrointestinal videoscope had a poor air/water supply. The procedure was completed. Upon inspection and testing of the returned unit, foreign material was found clogging the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified. The root cause of the issue could not be definitively determined, however, it is likely that due to the facility deviating from device reprocessing as described in the IFU, the foreign material remained in the nozzle. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.